Event description:
It was reported that the farawave pulse field ablation catheter displayed spline inversion and the catheter could not be undeployed to retract into the sheath. During an ablation procedure to treat atrial fibrillation (af), the catheter was selected for use. While inside the patient anatomy, outside the left superior pulmonary vein, spline inversion occurred. Rather than undeploying and retracting the catheter into the sheath to attempt to correct the issue, the catheter was continued to be deployed into a flower configuration. The inversion remained present and upon attempt to undeploy the array, it was not possible to retract the catheter into the sheath. Attempts were made to undeploy and re-deploy the catheter multiple times, but the issue remained. With significant force, the catheter was withdrawn into the sheath and removed from the patient anatomy successfully. Upon removal, visible spline inversion was observed. Manual correction was not possible as one of the splines was looped around the end of the catheter. The boston scientific starter guidewire had been advanced past the catheter during deployment, undeployment, and the catheter did not become entangled with any other catheters during the procedure. When rotating the array between ablations, the catheter had first been pulled back from the tissue. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that the packaging had been thrown away, therefore, the model, serial and lot numbers were not available. There were no abnormalities noted during prep, the catheter did not have any issues with flushing and prior to the event, the guidewire was always out when deploying. Upon observing the array cobra shape, it was not clear whether the physician pulled the wire back at any point. The device is expected to be returned for analysis and is currently in transit.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. A guidewire was successfully inserted through the catheter and deployment to basket and flower was functional with no unusual resistance noted. No issues with undeployment noted. The catheter was dissection, and no abnormalities were noted. Media review: an image was reviewed by a boston scientific quality engineer confirming inversion of the spline cage. No further issue was identified. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after follow up efforts. Because the specific product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the farawave pulse field ablation catheter displayed spline inversion and the catheter could not be undeployed to retract into the sheath. During an ablation procedure to treat atrial fibrillation (af), the catheter was selected for use. While inside the patient anatomy, outside the left superior pulmonary vein, spline inversion occurred. Rather than undeploying and retracting the catheter into the sheath to attempt to correct the issue, the catheter was continued to be deployed into a flower configuration. The inversion remained present and upon attempt to undeploy the array, it was not possible to retract the catheter into the sheath. Attempts were made to undeploy and re-deploy the catheter multiple times, but the issue remained. With significant force, the catheter was withdrawn into the sheath and removed from the patient anatomy successfully. Upon removal, visible spline inversion was observed. Manual correction was not possible as one of the splines was looped around the end of the catheter. The boston scientific starter guidewire had been advanced past the catheter during deployment, undeployment, and the catheter did not become entangled with any other catheters during the procedure. When rotating the array between ablations, the catheter had first been pulled back from the tissue. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that the packaging had been thrown away, therefore, the model, serial and lot numbers were not available. There were no abnormalities noted during prep, the catheter did not have any issues with flushing and prior to the event, the guidewire was always out when deploying. Upon observing the array cobra shape, it was not clear whether the physician pulled the wire back at any point. The device was returned for analysis.